Manufacturer narrative:
Concomitant medical products: 693165 lead, (B)(6) 2007. Product event summary: the full lead was returned in segments and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing back in 2011. The lead was attempted to be explanted with a locking stylet but could not be explanted so the locking stylet was cut off proximally and capped and abandoned with the lead. Five years later the atrial lead exhibited oversensing/noise on electrograms (egms). Fluoroscopy showed a partially broken rv lead and locking stylet. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.